Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of hypertension is listed in the xience alpine everolimus eluting coronary stent system instructions for use as known patient effects. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.50x15mm and 2.75x33mm xience alpine stents were implanted on (B)(6) 2018. The patient presented with unstable angina before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms, including hypertension. The treatment performed was not reported and the final patient outcome is unknown. No additional information was provided.